Event description:
Information was received indicating that smiths medical cadd solis vip did not deliver medication. It was stated that when the patient came to disconnect the pump, the nurse noticed that the pump did not deliver any medication. The pump however indicated that 9 minutes were remaining to complete medication. No adverse effects reported.